Manufacturer narrative:
Customer will not return the item to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a surgical procedure in the operating room (or), the tip of the j-hook instrument detached and broke off inside the patient. The broken tip was successfully retrieved during the procedure. The failure occurred during installation and use of the device, and the instrument appeared to fall apart unexpectedly. The broken tip was recovered from the patient. No negative impact in state of health reported.